Manufacturer narrative:
Pump pcb board was replaced. This MDR is being submitted because this device is similar to a device marketed in the united states.

Event description:
Info received from moog service center in (B)(6) indicates that pump experiences error code 13.